Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient's fluid was clear and was recovering from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and vomiting. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient received vancomycin injection (1 gram, frequency and route of administration not reported) and gentamycin injection (40 milligram, frequency and route of administration not reported) for the treatment of peritonitis. The outcome of the event was not reported. It was not reported if pd therapy was ongoing. No additional information is available.